Event description:
This spontaneous case report from a consumer in the united states was identified on (B)(6) 2013 on the internet page of a tv channel after emission. The report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she reported she never thought that she would be looking at a hysterectomy at (B)(6). No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. Consumer stated, she never thought that she would be looking at a hysterectomy at (B)(6). No further details were reported. It was stated consumer blames the essure procedure, a non­ surgical, non-hormonal form of permanent birth control approved by the FDA in 2002.

Manufacturer narrative:
Follow-up information was received on 30-jun-2014. No new clinical information was provided. Follow up information received on 04 aug 2014: consumer reported that her pelvic pain was greatly reduced since hysterectomy. Her chronic illness was still raging. No further information was provided. Company causality comment: this not medically confirmed report refers to a female consumer of unspecified age who had a mirena (levonorgestrel) inserted and her bleeding never stopped. Mirena was removed. Then, consumer had essure (fallopian tube occlusion insert) inserted and experienced autoimmune disorder, bleeding, pneumonia twice in a row, ear infections and cytomegalovirus. Essure inserts were surgically removed via laparoscopic bilateral salpingostomy (events were considered as non-incidents previously as surgery had not been confirmed). All events are serious as medically significant. Autoimmune disorder, pneumonia twice in a row, ear infections and cytomegalovirus are unlisted events for both essure and mirena according to their reference safety information. Bleeding and bleeding never stopped are listed. Bleeding never stopped, regarded as genital bleeding, was considered related to mirena and unrelated to essure due to a plausible temporal relationship. The exact cause of autoimmune disease is unknown. One theory is that some microorganisms or drugs may trigger them, especially in genetically predisposed individuals. Due to the lack of information regarding autoimmune disorder, a causal relationship between these event and essure is not assessable. Event is regarded as non-incident. Due to their well-known infectious etiology and to the negative temporal relationship, pneumonia twice in a row, ear infections and cytomegalovirus were considered unrelated to essure. The events were regarded as non-incident. Consumer considered that several events have led her essure inserts to be removed. Due to their temporal relationship and to lack of plausible alternative explanations, company considered bleeding and the non-serious event chronic pain/pain/pain increased as related to essure. Thus, these events were regarded as incident. Additionally, it was reported that consumer experienced a failed insertion attempt due to pain (with a previous - 1st mirena) and other non-serious events for both mirena and essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 09-apr-2014 and 10-apr-2014: follow information received from the consumer via (B)(4). Consumer reported that she experienced with essure chronic pain, fatigue, inflammation, autoimmune disorder, bloating, and hysterectomy was considered. She was stuck with scars, pain,severe allergy, autoimmune and more due to essure. Follow-up 09-apr-2014 : after internal discussion the event hysterectomy was deleted since the procedure was not confirmed and the case was downgraded to non-incident and non-serious. Follow-up received on 20-may-2014: patient's relevant medical history includes two children, two abortions ((B)(6) 2012), severe hip joint, low back pain, severe nausea and c-section. In 2006, patient had mirena insertion attempt after c-section for contraception which failed due to pain. In (B)(6) 2012, she had the second mirena inserted and experienced bleeding never stopped, intense pain, cramping and weight gain. Mirena was removed in (B)(6) 2013. In (B)(6) 2013, she had essure inserted. Immediately the pain increased and did not stop increasing every day for eight weeks. The bleeding lasted eight weeks. Essure were surgically removed via laparoscopic bilateral salpingostomy. She kept her tubes (tubes cauterized), ovaries and uterus. After surgery she felt better, but the pain crept back. She had intense bloating, pain in her uterus, stabbing pain from her ovaries, began getting sick, one illness after another: bronchitis, pneumonia twice in a row, bronchitis again and again, ear infections. She was treated with antibiotics for almost a year. She was diagnosed with epstein-barr virus, cytomegalovirus, (B)(6), chronic fatigue, chronic pain and chronic bronchitis. An allergy test was performed and she was allergic to nickel. In 2014, there was a suspicion of adenomyosis. On (B)(6) 2014, she undergo to hysterectomy. No follow up possible as patient did not provide her contact details when contacted earlier. Company causality comment: this not medically confirmed report refers to a female consumer of unspecified age who had a mirena (levonorgestrel) inserted and her bleeding never stopped. Mirena was removed. Then, consumer had essure (fallopian tube occlusion insert) inserted and experienced autoimmune disorder, bleeding, pneumonia twice in a row, ear infections and cytomegalovirus. Essure inserts were surgically removed via laparoscopic bilateral salpingostomy (events were considered as non-incidents previously as surgery had not been confirmed). All events are serious as medically significant. Autoimmune disorder, pneumonia twice in a row, ear infections and cytomegalovirus are unlisted events for both essure and mirena according to their reference safety information. Bleeding and bleeding, never stopped are listed. Bleeding never stopped, regarded as genital bleeding, was considered related to mirena and unrelated to essure due to a plausible temporal relationship. The exact cause of autoimmune disease is unknown. One theory is that some microorganisms or drugs may trigger them, especially in genetically predisposed individuals. Due to the lack of information regarding autoimmune disorder, a causal relationship between these event and essure is not assessable. Event is regarded as non-incident. Due to their well known infectious etiology and to the negative temporal relationship, pneumonia twice in a row, ear infections and cytomegalovirus were considered unrelated to essure. The events were regarded as non-incident. Consumer considered that several events have led her essure inserts to be removed. Due to their temporal relationship and to lack of plausible alternative explanations, company considered bleeding and the non-serious event chronic pain/pain/pain increased as related to essure. Thus, these events were regarded as incident. Additionally, it was reported that consumer experienced a failed insertion attempt due to pain (with a previous- 1st mirena) and other non-serious events for both mirena and essure.